Event description:
(B)(4). Initial report for this spontaneous case was received from a physician via a company sales representative on 22-feb-2008, (B)(4) received date 23-feb-2008, with additional information obtained by the physician's nurse on 25-feb-2008: a (B)(6) female patient received treatment with 2 vials of poly-l-lactic acid (sculptra) for the first time in (B)(6) 2007, for cosmetic purposes. Medical history includes rheumatoid arthritis. Nurse indicated that the patient is functional. Concomitant medications were not provided. The poly-l-lactic acid was reconstituted with sterile water two days before the patient received her injections and was further reconstituted right before her injections with lidocaine 1% with epinephrine. The injections were administered by the physician, and were in the patient's face below her eyes. The patient developed bruising at one injection site during the injections (not a hematoma as initially reported), which is reported as ongoing by the patient. (The initial report indicated that the event lasted 2 months after the initial 2 vial injection of poly-l-lactic acid). After her injections, the patient reported feeling generalized weakness and was tired, which lasted for one week and then she recovered. The onset of the event was reported as (B)(6) 2007. The physician thought it was an inflammatory response by the body; no pain or rheumatoid arthritis inflammation was reported by the patient. There were no treatments of the events. The patient is not in the area currently and has not been seen in the physician's office. The report indicated that the treatments with poly-l-lactic acid do not continue; patient does not want to continue the treatments. No additional medical information was reported. Additional information for sculptra (lot #/expiration date unknown) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damage detectable. Conclusion: no faults detectable.